Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the g5 mobile application does not alert for high blood sugars. No medical intervention was reported. Additional event or patient information is not available. No data was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.